Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused rising co2 levels. The patient did receive medical intervention and reported to be hospitalized for over a month. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused rising co2 levels. The patient did receive medical intervention and reported to be hospitalized for over a month. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.